Manufacturer narrative:
The lot number was provided, therefore, a lot history review was not performed. The sample was returned for evaluation and the investigation is confirmed for material deformation. The definitive root cause could not be determined based upon available information. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 425-2515x pta balloon dilatation catheter allegedly experienced kink around the balloon. This information was received from one source. This malfunction does not involved patient. The patient's age, weight and gender were not provided.